Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and resolved the issue by replacing the battery. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) does not operate in battery mode. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided. The full event site name is (B)(6).